Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope communication error e216 during the procedure and completed the procedure using an olympus backup device involving an olympus autoclavable camera head. There was no patient harm reported.